Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via company representative (rep) regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient's device needed to be removed and both the physician and the patient already had a plan to remove the pump system due to complications. No further information was reported.